Event description:
Related manufacturer reference number:2017865-2024-71573. Related manufacturer reference number:2017865-2024-71574. It was reported that the patient was struck by a lightning strike during thunderstorm. During in clinic follow up, it was noted the pacemaker exhibited premature battery depletion and no pacing. Patient's right ventricular (rv) lead and atrial lead exhibited low impedance, failure to capture and failure to sensing. The patient experienced arrhythmia. The pacemaker and both leads were explanted and replaced. The patient status was unknown.